Event description:
When this c1 is sw2.2.2, as a result of setting up the default setting, te249011 and te283005 occurred. Then set up the default configuration again and reboot, resulting in tf383003 and self test failed. This phenomenon even after upgrading to sw2.2.4. Therefore, default setting cannot be set up on this c1. Please tell me the cause of this phenomenon and the countermeasures.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be esm board pn-161658 in consequence the correction to replace the esm board resolved the issue. There was no patient or user harm.